Event description:
Patient reported they are not sure it will be confirmed, they had 2 MRI's on (B)(6) and MRI x-ray of knees by (B)(6) 2024. Patient stated they will speak to hcp on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that had been in an awful lot of pain since a car crash on (B)(6) and they thought they may have damaged the ins, so they spoke with their manufacturer representative (rep), and were told to turn their stimulation down a few notches to make sure they weren't overstimulating themselves. Patient was going to try to turn their stimulation back up to see if they noticed any difference. Patient has an appointment with their healthcare provider in (B)(6) to assess the injury for insurance, but that isn't their managing physician.